Event description:
Augmentation 1990 with mcghan saline implants. Now desires to be fuller and larger and lifted. In 2008, pt underwent bil implant removal. Both implants removed in tact. Augmented with mentor mod and gel implants 400cc right, 450cc left.